Event description:
Pt received three ifuse implants on (B)(6) 2012. Pt was still experiencing buttock pain post-surgery. The surgeon felt that the implant was too proud and may be causing the buttock pain. The surgeon performed the revision surgery on (B)(6) 2012. Unrelated to the ifuse implants, an l4-l5 fusion was performed. At the same time the 3rd ifuse implant (7x45 mm) was removed. The ifuse implant removal took about 20 minutes and five solid slaps. The surgeon felt that the other two implants were well placed. No additional ifuse implants were used.

Manufacturer narrative:
The failure mode and effects analysis, the instructions for use, and surgeon training technique manual were reviewed. Based upon the complaint info and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause for the revision surgery was incorrect placement of the ifuse implant. Late report of this adverse event is addressed under CAPA# (B)(4).